Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes there were oil globules, poor barrier separation of the sample and clotting. The coagulation event occurred 20 times. The oil gel event occurred 20 times. The poor barrier separation event occurred 20 times. The following information was provided by the initial reporter. The customer stated: there is a "serum quality and gel barrier issue. It has appeared with some frequency in which after centrifugation the sample must not have clotted, there is a tear of globules along the tube, and the gel barrier appears damaged."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1242233. Medical device expiration date: 2023-02-28. Device manufacture date: 2021-08-30. Medical device lot #: 0307462. Medical device expiration date: 2022-04-30. Device manufacture date: 2020-11-02. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided for investigation. The photos were reviewed and the indicated failure mode for gel smearing and poor barrier separation was observed. Red cell hang-up could not be observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for gel smearing, poor barrier separation, and red cell hang-up was not observed. Retained samples from the lot numbers 1242233 and 0307462, were tested using horse blood, and then centrifuged. All samples separated as expected with complete impervious gel barriers. No gel smearing was observed in the retained samples. Further clinical testing was performed on the retention samples: there were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure mode, poor barrier, gel smearing, red cell hang-up, because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for gel smearing and poor barrier separation based on the photos provided. Red cell hang-up was unable to be confirmed. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes there were oil globules, poor barrier separation of the sample and clotting. The coagulation event occurred 20 times. The oil gel event occurred 20 times. The poor barrier separation event occurred 20 times. The following information was provided by the initial reporter. The customer stated: there is a "serum quality and gel barrier issue. It has appeared with some frequency in which after centrifugation the sample must not have clotted, there is a tear of globules along the tube, and the gel barrier appears damaged."